Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, limited information was provided. However, no deficiencies of stimwave products have been reported. Stimwave quality conducted multiple attempts to obtain the was for engineering to investigate the devices. However, the clinical representative was unable to contact the patient's spouse. Therefore the was were not analyzed. The stimulator is used to treat pain. The cause of death is related to a stroke. The provided information does not evidence that the stimwave device contributed to the issue.

Event description:
The patient passed away from a stroke. No issues were reported with the stimwave products. The date of the patient's death is unknown.

Event description:
The patient passed away from a stroke. No issues were reported with the stimwave products. The date of the patient's death is unknown.

Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, limited information was provided. However, no deficiencies of stimwave products have been reported. Stimwave quality conducted multiple attempts to obtain the waas for engineering to investigate the devices. However, the clinical representative was unable to contact the patient's spouse. Therefore the waas were not analyzed. The stimulator is used to treat pain. The cause of death is related to a stroke. The provided information does not evidence that the stimwave device contributed to the issue.